Event description:
It was reported that during a cryo ablation procedure, as contrast agent and saline were injected through the stopcock to check occlusion status of the left superior pulmonary vein (lspv), the contrast agent could not be confirmed via fluoroscopy. Upon inspection, air was confirmed in the y-connector connected to the balloon catheter. Before the catheter could be removed from the patient, the air from the y-connector was discharged while the catheter was inside of the body. After that, contrast medium was injected again through the stopcock, and occlusion was confirmed as usual so the procedure was continued. A surface electrocardiogram showed an st elevation after the start of freezing. An emergency coronary angiography was performed and it was confirmed that the right coronary a rtery had narrowed. A small amount of air was confirmed on the fluoroscopic image. Subsequently, the st elevation resolved approximately 20 to 30 minutes later. The physician judged the st elevation as a result of spasm and the procedure was aborted. The patient was not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.